Event description:
The company rec'd a report where it was claimed that the unit did not provided an audio tone. No pt harm reported.

Manufacturer narrative:
The unit associated to this report is designed with a backup speaker to mitigate failure of the primary speaker. The caller associated to this report could not confirm if the backup speaker was audible. The device associated to this report is currently in transit to the manufacturing site for analysis of the reported customer complaint. If any new or significant information is identified, a summary of the investigation will be provided in a supplemental report.